Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user thinks they are getting too much insulin at times. The customer also reports that the down arrow button on the keypad has to be pressed harder. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.